Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and completed the device evaluation. Failure analysis found that the instrument bearing was broken and corroded. Furthermore, the pivot plate was bent and the grip cable was broken on the distal end. This event is being reported due to the following conclusion: the endowrist stapler 45 instrument was found to have a broken bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted colon resection procedure, the arm would not rotate. There were no report of patient harm, adverse outcome or injury.